Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported they found fluid leaking through the filter air vent hole. There were multiple medications infusing through the filter. Multiple IV sets are connected to the tri-port extension sets, which are attached to the filter extension set, connected to the IV connector, and that is connected to a pt IV catheter. The filter was used for 2 days when the leak was noticed. There was no pt harm or medical intervention reported. No add'l event or pt info was provided by the customer.